Manufacturer narrative:
(B)(4). The device was manufactured in 1994. Review of the device service history and device history record revealed no issues that could have caused or contributed to the home patient passing away. No device hardware malfunction or increased intraperitoneal volume (iipv) events were confirmed that were related to the reported issue. The cause was not identified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy on the homechoice. It was unknown if the patient was hospitalized prior to death. The cause of death was not reported. It was not reported if an autopsy was performed. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.